Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. During revision, the helix of the rv lead could no longer be retracted. The rv lead was explanted and a different lead was implanted in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events were a helix retraction issue, loss of capture, and a loose lead connector. The reported event of a helix retraction issue was confirmed. After cleaning, the helix was able to retract and extend by applying torque directly to the inner coil. The helix extension length was within specification. The reported events of no capture and the loose lead connector were not confirmed. The diameters of the connector pin, ring electrodes and sealing ring were all measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.